Manufacturer narrative:
The force bipolar instrument was further evaluated by failure analysis engineer (fae) and the initial findings were confirmed. The missing clevis pin was not returned with the instrument. As a result, it was unable to be confirmed if there was any swaging issue of the pin. There was no other damage observed surrounding the clevis hole to indicate any user misuse/mishandling. The root cause remains attributed to manufacturing and the failure will continue to be monitored.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The force bipolar instrument was analyzed and found to have the clevis pin missing at the distal end. Instrument missing clevis pin was likely caused by loose wire and poor articulation.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the force bipolar instrument had loose wires and was not grabbing the tissue. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury.